Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the sample resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.